Event description:
It was reported that during a pci procedure involving a calcified, 90% stenotic lesion located in the mid left anterior descending (lad) coronary artery, the marverick2 monorail balloon ruptured at 7 atms on the initial inflation. The procedure was successfully completed with a ryujin 3.0x15 mm balloon. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed. A review of the manufacturing record for this particular batch number 8829776 shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints to date.